Manufacturer narrative:
H3, h6: it was reported that hip revision surgery was performed. During the revision, a bhr cup, bmhr head and bmhr stem were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. The devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although the reported pain, pseudo capsule, beige colored fluid, blackened stained tissue, and black film on the trunnion may be consistent with findings associated with trunnionosis and metal debris, the clinical root cause cannot be confirmed. It cannot be concluded that the reported clinical reactions are associated with a mal-performance of the implant or implant failure. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Bilateral patient* it was reported that, after a bmhr construct had been implanted on the patient's right and left hip on an unknown date around 2010, the patient experienced pain in both hips. X-rays were taken and cobalt and chrome blood ion levels were assessed, showing suggestions of metal on metal particle generations as a cause of ongoing pain in the patient's hips. A revision surgery was performed on (B)(6) 2021 to treat this adverse event, but it is unknown in which hip was this procedure conducted. A birmingham hip resurfacing (bhr) cup, birmingham mid-head resection (bmhr) femoral head and unkn birmingham mid-head resection (bmhr) stem were explanted. The patient outcome is unknown.